Manufacturer narrative:
H10:h2,h6: the associated complaint device was not returned. A visual examination of the provided photo indicated that the post fractured. The fractured off was shown with the device. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to instability. It was found post was broken on the insert. No additional harm to the patient was recorded.